Manufacturer narrative:
Miltenyi biotec has given customer questionnaire in order to obtain further information of the event and details about the cell separation. The source product shows high number of platelets and during platelet wash only 39% of platelets were depleted. Insufficient platelet depletion may lead to suboptimal labeling conditions. As contaminating cells in the positive fraction were apparently mainly b cells and monocytes most probably this was due to unspecific binding of the cd34 reagent via fc receptors.

Event description:
The customer complained that the purity of cd34+ cells was low (94%) for a separation procedure using the clinimacs cd34 system. The user decided to use the product because most t cells are found in the negative fraction. There was no risk to patient. This event occurred at: (B)(6).